Event description:
This report is filed for the recurrent mitral regurgitation (mr) requiring a second mitraclip procedure. It was reported that one mitraclip was implanted on (B)(6) 2014 in the patient with barlow's valve, degenerative mr reducing the mr from 3 to 1. Residual lateral prolapse was noted, but was not treated due to the good reduction in mr and poor echocardiogram quality. There were shadows from a previous anuloplasty ring. Nineteen (19) days later, on (B)(6) 2014, the patient presented to the clinic with persistent exercise related dyspnea. It was thought that perhaps the patient did not benefit from the first clip procedure and mr was more pronounced with exercise than what was measured during the clip procedure. Transthoracic echocardiogram showed the mitraclip was correctly anchored to both leaflets, but the residual mr had increased to 3-4. A second mitraclip procedure was performed successfully with one clip lateral to the first on (B)(6) 2014, reducing the mr to 1. The patient felt significantly better after the second procedure with only very mild dyspnea while climbing stairs. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant product: carpentier edwards physio ii anuloplasty ring + 4 neochordae. There was no reported device malfunction associated with the cds and the device was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. In this case, the increased mr grade was likely a result of poor imaging during the initial procedure and the degenerative mr of the patient. Subsequently, the dyspnea is likely secondary to the increased mr. Based on the information provided, the worsening mr and the dyspnea are associated with procedural conditions. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.